Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy, when the user was trying to pull the clip out of the scope, he felt a snap. The clip did not deploy. The procedure was completed with another of the same device with no patient complications. Patient is "fine".